Manufacturer narrative:
Product recall initiated on august 21, 2007.

Event description:
Sales representative reported that a patient was being re-operated on for removal of pretibial cyst acl reconstruction with a calaxo screw. The surgery was performed on october 18th. The calaxo was coming out of the tibia and fluid had formed around the screw. The screw was removed and bone chips were placed in the hole.